Manufacturer narrative:
Physio-control further evaluated the customers device and a cracked and shorted capacitor designator c181 was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device does not power on. In this state the device would not be able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control replaced the user interface board and the power supply module. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device does not power on. In this state the device would not be able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.